Event description:
It was reported that before use while un-packaging the 3.0 x 28 rx xience alpine stent delivery system, when the stylet was removed, the stent dislodged. There was no resistance noted during removal of the stylet. The device was not used and there was no patient involvement. A new 3.0 x 28 rx xience alpine was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.